Manufacturer narrative:
.

Event description:
The customer reported that the mx800 monitor shows a message of speaker malfunction. No patient or user harm was reported.

Event description:
The customer reported that he received a speaker failure inop on the screen of the mx800 without any sound. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.